Event description:
It was reported that the right ventricular lead had increasing/high threshold and increasing/high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.